Event description:
It was reported that during tka surgery the surgeon was unable to get the insert to seat properly, this happened inside the patient. A second s&n insert from the same family and size was opened and worked fine. The surgeon had to remove bone and tissue to seat properly the other insert. There was no delay to the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device is heavily damaged from attempted use. The device was manufactured in 2020. The medical investigation concluded that this complaint from the united states reports that a journey ii bcs xlpe art insert would not seat properly. A second s&n insert was opened and worked fine. ¿the surgeon had to remove bone and tissue to seat the other insert properly. ¿there was no delay to the surgery.¿ no patient injury was reported. Since this was the same size and product as the first component, perhaps the additional cuts were needed for the failed component as well. Smith and nephew has not received adequate materials (the operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include a fit/sizing issue or a procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.